Event description:
An artificial urinary sphincter device was implanted on (B)(6) 2014. It was reported the patient experienced complications postoperatively. The patient had a urine extravasation at the abdominal incision/wound site. It was further reported the patient had a bladder injury, and did not have a foley catheter placed immediately, but a catheter was placed after the complications started. The patient additionally has been placed on antibiotics. On (B)(6) 2014, the rep further reported that the physician did another cystogram to look at the bladder and it came back normal, the physician concluded that the bladder injury had healed and was going to proceed with activating the system. The device remains implanted. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Cuff: catalog #: 720157-01, serial #: (B)(4), expiration date: 12/18/2014, manufacture date: 01/2014. Pump: catalog #: 72404127, serial #: (B)(4), expiration date: 12/14/2014, manufacture date: 12/2013, balloon: catalog #: 72400024, serial #: (B)(4), expiration date: 12/14/2018, manufacture date: 12/2013.